Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient experienced high blood glucose level event on (B)(6) 2026. The site of insertion was on thigh. The patient's elevated blood glucose was managed through smart guard auto basal adjustments and automatic correction boluse. The patient reported symptoms including a dry and loose feeling in the throat and generalized body irritation. No further information available.